Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are currently waiting for the device to be returned for evaluation. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that the "catheter was noted to be leaking form the clear extension tubing of the catheter just below the hub. Pt taken to operating room for general anesthesia to perform PICC exchange." Procedure was successful and pt had no complications related to the procedure.